Event description:
It was reported that the patient presented in clinic with post paced t wave over-sensing on the implantable cardioverter defibrillator. No resolution was reported, and the patient was stable.